Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes prior to damage) issue. It was reported that the 'down' arrow button was sticking and intermittently unresponsive. The reporter alleged that 'down' arrow button is sticking and causing the patient to press 'down' arrow button multiple times to get it to respond, and that there is some damage to the rubber on the keypad. The reporter stated that the patient was using manual injections because he had a hard time getting the 'down' arrow to respond. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.